Manufacturer narrative:
Investigation summary: a 2000e-04 product was not available for investigation; however, the customer indicated the complaint sample was from lot 21105699. The feedback provided by the customer indicates that complete occlusion was detected as it was not possible to prime the smartsite component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105699 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA (B)(4) has been initiated.

Event description:
It was reported 2 bd alaris¿ smartsite needle-free valve had blockage issues. The following information was provided by the initial reporter: for the last 2 attempst she is saying she gets neither a backflow or is about to flush forward and has to take out the line.